Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported a critical pump error on the insulin pump. The customer took a shower and connected back to the quick release and a couple of hours later the insulin pump alarmed critical error. The customer tried to take the batteries out and put them back in. Nothing resolved the issue. The insulin pump will return. The customer's blood sugar is 117 mg/dl.

Manufacturer narrative:
The insulin pump had a pump error noted in the pump history and critical pump error during testing due to moisture damage on the electronic assembly on connector board. Analysis was unable to perform the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. The insulin pump was received with cracked select button keypad overlay and minor scratched lcd window.